Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tenaculum forceps instrument along with the cannula and universal seal accessories to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and the main tube was found to be broken at approximately 1.96 inch from the distal tip. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. All internal cables were still intact and material was found to be missing from the outer surface of the main tube. Additional observation(s) : the proximal clevis was found to be dislodged from its original position. Isi evaluated the universal seal accessory that was returned with 8mm tenaculum forceps instrument. The seal was still attached to the instrument. There was no damage to the seal upon receipt. There was no reported complaint against it. Isi evaluated the cannula accessory that was returned with 8mm tenaculum forceps instrument. The cannula was still attached to the instrument. There was no damage to the cannula. There was no reported complaint against it. The proximal clevis of instrument was found to be dislodged due to the broken main tube. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-10-c, isifa2024-09-c as previously listed in section h9. Correction: - annex code a was updated to a0401.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps had a broken wrist. The procedure was completed with no reported injury.